Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. It was reported that the customer's levels fluctuated and had dropped to the 50mg/dl range. It was reported that the customer was advised the helpline would be notified. No further assistance or information provided.